Manufacturer narrative:
Continued d.10. Concomitant therapy: simnotrelvir tablets, ritonavir tablets, glucose injection, phloroglucinol injection, sodium chloride injection, and ceftriaxone sodium for injection. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of helicobacter pylori infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected sometime in the neck lines with juvéderm® volite¿. The patient experienced non-device related "helicobacter pylori infection". The patient concomitantly treated with topical compound lidocaine cream and takes simnotrelvir tablets, ritonavir tablets, glucose injection, phloroglucinol injection, sodium chloride injection, and ceftriaxone sodium for injection. No further information was provided.